Event description:
Healthcare professional (hcp) reported that two minutes into the pt's first treatment using a psn 210 dialyzer, pt experienced respiratory distress. At the time pt's bp was 250/150, and pt was tachycardic, o2 saturation was 80% on room air. The treatment was immediately stopped; blood was not returned to pt. 50 mg IV benadryl and 2 l/min o2 via ventimask were administered with relief of symptoms. The pt's o2 did increase to 98% within five minutes of administration of 2l/min o2. The pt's bp decreased to 160/70 also within 5 minutes of removal from treatment. Thirty minutes following removal of dialysis, the pt continued to wheeze. 125 mg IV solumedrol was administered with relief. Within one hour after removal from dialysis, the pt restarted their treatment using an f8 dialyzer. The treatment was uneventful and the pt is fully recovered per hcp.